Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving compounded hydromorphone and compounded baclofen via an implantable pump for unknown indications for use. It was reported that the patient h ad redness, edema, tenderness and warmth at the pump site.15 ml of light yellow, opaque fluid was aspirated and the patient was started on clindamycin and bactrim. The patient reported pain throughout his abdomen and and up to his upper arms and he was admitted to the hospital where the it pump and catheter were explant.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.